Manufacturer narrative:
Previous initial and supplemental mdrs are n/a. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was explanted and replaced with a same length lens. Problem was resolved. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens explanted and replaced for a longer length lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).